Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and the distal end of the catheter shaft was slightly curled. The returned introducer sheath was inspected for anomalies (i.e. Kinks, deformity) that may have obstructed the device path during insertion. No anomalies were observed. A simulated deployment of the device using the returned sheath resulted in successful insertion and removal. The insertion step was repeated two additional times without difficulty. An attempt to inflate the balloon revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon. A possible root cause for the taper to taper tear could have been due to a rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief value, resulting in a taper to taper tear on the balloon. The review of the lhr (lot f1310501) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the event could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. A 50/50 contrast and saline mixture was used. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the technician inserted the device into the procedural sheath the technician was unable to advance the device all the way to the white marker. During inflation of the balloon the balloon ruptured. The device was removed and the patient was converted to manual compression for 15 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.